Event description:
(B) (4). Same patient as MFR report #: 2134265-2009-00727. Same case as MFR report #: 2134265-2010-03115, 2134265-2010-03116, 2134265-2010-03117. It was reported that following a stenting treatment procedure, heart failure and death occurred. The index procedure treated the de novo, 90% stenosed 2.59x13.2mm target lesion located in the 1st obtuse marginal branch. Treatment consisted of pre dilation with an unspecified 2.5x15mm balloon inflated to 10 atm's, the placement of a 2.5x16mm taxus express2 study stent inflated to 14 atm's and post dilation with a 2.75x15mm balloon and the stent delivery balloon both deployed at 20 atm's. Ivus was performed confirming the stent was placed properly resulting in 0% residual stenosis. The patient was discharged 2 days later on panaldine and bayaspirin. No angina was confirmed at the 1, 6 & 9 month study follow up visits. In (B) (6)2008, an angiogram revealed in stent restenosis in the left main coronary artery (lmca), stenosis in the mid left anterior descending (lad) artery and in stent restenosis in the 1st obtuse marginal branch (target lesion). A few weeks later, reintervention consisted of ballooning and the placement of an unknown sized taxus express2 stent in the 50% stenosed 3.5x20mm lesion located in lmca, ballooning and the placement of an unknown taxus express2 stent in the 90% stenosed 3.0x16mm lesion located in the mid lad artery and ballooning and the placement of an unknown taxus express2 stent in the 1st obtuse marginal branch (target lesion) all resulting in 0% residual stenosis. The physician listed the in stent restenosis in the target lesion as "obviously related" to the device but found the new lesions as "not related" to the taxus stent or the anti-platelets. In (B) (6)2009, the patient experienced heart failure and was hospitalized. Oxygen and (hanp) medication were administered with improved result. Per the physician, the event relation to the study stent was listed as "unknown". In (B) (6)2009 while still hospitalized, lung cancer was found. In (B) (6)2009, the patient died. The cause of death is unknown. Per the physician, the lung cancer was listed as "unrelated" to the study stent. No autopsy was performed.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)